Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (heart failure, and a history of severe aortic stenosis) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device remains implanted.

Event description:
As reported by the field clinical specialist, approximately 10 years post transfemoral tavr procedure with a sapien valve, the valve failed. Per medical records provided, approximately 10 years post implant, the patient presented with acute chronic systolic and diastolic heart failure class 3. The patient was found to have aortic stenosis - mean gradient 46 mmhg. It was decided to proceed with a valve-in-valve with a non-edwards valve. However, the procedure was aborted due to the bav balloon rupture causing vascular injury. No additional patient complications were reported. Post bav the tee reported: severe aortic stenosis, severely calcified cusps, ava 0.86 cm2, mean gradient 19 mmhg (baseline echo mg 46 mmhg), mild prosthetic aortic stenosis. Post-bav: aortic stenosis improved with mg 10 mmhg and no valvular or paravalvular regurgitation.